Event description:
The reporter contacted animas on (B)(6) 2012 alleging that all of the keypad buttons are sticking and the keypad has a delayed response. The reporter indicated that the issue was noticed approximately 2 months ago and it is slowly worsening. This complaint is being reported based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The bolus button was found to be missing. Evaluation revealed that all of the keypad buttons were responding to button presses and had weak spring back. The keypad buttons were not sticking, scrolling and did not have a delayed response. The keypad cover was removed and there were no issues found with the key contacts.